Event description:
Information received by medtronic indicated that the insulin squirt out during priming. No harm requiring medical intervention was reported. The device will not return for analysis.

Manufacturer narrative:
(B)(4). Device was unable to prime and then alarmed a33 during prime/a33 test at 4.0lbs due to loose motor support disk. Device had unexpected motor noise during rewind, problem isolated to motor. (B)(4).